Event description:
Pain [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011, from a physician regarding a pt. The pt's medical history was not provided. On an unspecified date in 2011, the pt initiated the first synvisc injection into an unspecified knee. The physician reported that the first synvisc injection went well. The synvisc lot number was not provided. On an unspecified date in 2011, the pt initiated the second synvisc injection into an unspecified knee. After the second synvisc injection, the pt experienced pain. On an unspecified date in 2011, the pt initiated the third synvisc injection into an unspecified knee. After the third synvisc injection, the pt experienced joint effusion. The fluid aspirated from the pt's knee was white opacity. Lab tests were performed on an unspecified date in 2011. The results were: knee arthroscopy: negative; biomarker test: negative. The events of "pain and knee effusion" were treated with an unspecified steroid. The action taken with synvisc treatment was not provided. The pt's outcome was not reported. Concomitant medications were not provided. The intensity for the events was not provided. The relationship between synvisc and the events of "pain and knee effusion" was not provided by the reporting physician.

Manufacturer narrative:
Additional info was received on (B)(4) 2011, in the form of a qa investigation summary. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirements to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.